Event description:
It was reported that the patient had an appointment to be seen due to possible malfunction. It was reported that low impedance was seen in clinic. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Additional tablet data was received for the report of high impedance. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information was reported that high impedance is now truly seen. The event will be updated and coded on the lead as the high impedance now seen is most likely a continuation of the low output issue that was previously seen. Per the data previously seen, the impedance value has been fluctuating since implant, but has been steadily rising. It is likely the reason the ipg has had low output current delivery was due to the high lead impedance (indicating a lead issue). Though previously the impedance was within normal limits, impedance appears to have continually increased and it is expected the ipg is still having issues delivering output current. The patient has been referred for revision. The suspect device has been updated to the lead as it is believed to be the cause of the high impedance seen and low output current being delivered is not due to the generator. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Data was received and reviewed from the patient's m106 device. History showed that the device did not have low impedance. Diagnostics showed within normal ranges. The patient's device did however show low output current. After applying ohms law , it is expected that the device would not be able to deliver that programmed output current with the given lead impedance and normal device variation in impedance accuracy and maximum output voltage.